Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during implant, the physician was unable to feed the right atrial (ra) lead to the target location. The lead was inspected and the physician determined that the screw/fixator was slightly exposed. The physician further noted that the fixator was not extending and retracting properly. A different ra lead was placed using a longer sheath to help pass the lead and the lead was fixed successfully. No patient complications have been reported as a result of this event.